Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 6.7mmol/ll. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on the act button due to corroded keypad traces. Unable to perform the displacement or self tests due to the unresponsive keypad. Unable to verify weak signal alarms due to unresponsive keypad. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.